Manufacturer narrative:
Device was received and evaluated at (B)(4). Device evaluation noted the customer description could be confirmed. Gap of adhesive on the distal end/stand entered inside the lens through the gap was observed. The probe unit, acoustic lens with a gap was determined. Further inspection findings: the followings were observed. Biopsy channel perforated . Glue a-rubber chipped angulation play. Moisture under the a-rubber. Moisture has penetrated the scope (perforation). The device was dried. Moisture can cause further damage. Evaluation findings noted that the failures found was assumed to be wear and tear damage caused with increasing use/time. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
As reported, the device was presumably pierced with a needle. The issue found during an unknown event. There was no patient involvement associated on this reported event. No user injury reported. Device evaluation found gap of adhesive on the distal end. Acoustic lens with a gap.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. All records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. It could not conclusively specify the root cause of the suggested event. Based on the results of the investigation, it was confirmed that there was no adhesive in the position where adhesive should have been applied. It was confirmed from the image that there were scratches around the area pointed out, therefore, cannot rule out the possibility that some kind of external force was applied to the relevant part. IFU (instruction for use) states as follows: inspection of the endoscope inspect the external surface of the entire insertion section including the bending section and the distal end for dents, bulges, swelling, scratches,holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities. Olympus will continue to monitor complaints for this device.